Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display or audio anomaly noted. However, pump error 63 alarm was confirmed in the device history due to broken trace at keypad assembly. Unable to confirm battery cap damage due to pump received without the original battery cap. Device was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display or audio anomaly noted. However, pump error 63 alarm was confirmed in the device history due to broken trace at u1 keypad assembly. Unable to confirm battery cap damage due to pump received without the original battery cap. Device was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device failed the audio test during the call. It was also reported that the device turned on and off and had a blank display due to a damaged battery cap. The display was blank for less than 30 seconds and returned during troubleshooting. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.